Event description:
The user facility reported that water flowed out from the unit causing water to flood the floor in the room where the unit is located. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the drying piston was in pieces. This caused water to get into the dryer hose which subsequently allowed water to flow out. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.